Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was being performed and a 31mm watchman flx laa closure device was implanted. At the routine 6-month follow-up, transesophageal echocardiogram revealed a thrombus on the face of the closure device, over the screw. At the time, the patient was on dual antiplatelet therapy. After discovery of the thrombus, the patient was switched to lixiana 30mg and clopidogrel.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was being performed and a 31mm watchman flx laa closure device was implanted. At the routine 6-month follow-up, transesophageal echocardiogram revealed a thrombus on the face of the closure device, over the screw. At the time, the patient was on dual antiplatelet therapy. After discovery of the thrombus, the patient was switched to lixiana 30mg and clopidogrel. It was further reported that the thrombus was pedunculated and non-mobile. There was no closure device tilt, shift, or leak.

Manufacturer narrative:
B5: additional information added to narrative. B7: additional relevant history added.